Event description:
Over the past year, there have been two instances of "image rotation failure" error message. Ilinq sent, leading to an interruption in patient exam. Manufacturer was contacted; table straightened, and reboot completed, resolving the problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer was contacted; table straightened and reboot completed, resolving the problem for now.